Manufacturer narrative:
Device not available for eval.

Event description:
The product was used during a pulmonary procedure. Reportedly, the staples were missing and the instrument did not fire. The hosp has reported no pt injury occurred.